Event description:
Dexcom technical support attempted to contact patient on (B)(6) 2014 about a out of range issue on (B)(6) 2014. Dexcom was unable to contact patient. A courtesy email was also sent to patient, patient has not yet responded.